Event description:
User facility reported that the drill bit contained within the kit was the incorrect size. The physician drilled the hole in the cranium, inserted the catheter, but was unable to screw down the bolt sufficiently. The catheter was removed. Another kit was opened, and the hole was redrilled. The new kit contained the required drill bit size. The physician inserted the second catheter which functioned properly. A user facility medwatch was received on 02/19/2008.

Manufacturer narrative:
The device involved in the reported incident has been received for eval and an investigation has been initiated based on the reported info.